Event description:
Red status led and beep reported by customer. No patient involvement.

Manufacturer narrative:
Investigation determined the +ve terminal pogo-pin was shorter than the other pins and could only spring back partially into position, indicating that the pogo-pin had failed. The root cause of the reported fault was a failed pogo pin which resulted in intermittent connections between the pad-pak and device. The intermittency of the fault is such that adverse events may occur if the connection is not made between the pad-pak and device when required.

Event description:
Red status led and beep reported by customer. No patient involvement.